Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose of 666mg/dl. Troubleshooting was performed. The customer mentioned having issues with the infusion set and no delivery alarms. The caller experienced low sodium and dehydration. The customer stated that she was getting bent cannulas and the insulin pump did not alarm. The time, date, and bolus wizard settings were correct. The drive support cap appears normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure and self test and they passed. No further information was provided.